Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (damaged-cracked) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/07/2015 with the following findings: during investigation, the pump was powered on and the pump¿s display screen was blank. The pump case was opened and the display was found to be cracked/damaged. A test display screen was inserted and was found to function properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.